Manufacturer narrative:
The device remains in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and provided information on why the health care professional (hcp) was not able to view the impedance value. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and provided information on why the health care professional (hcp) was not able to view the impedance value. The device remains in use. No adverse patient effects were reported.